Manufacturer narrative:
Patient age and weight are unknown. (B)(4), lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
T was reported that while impacting the trial into the disc space, the shaft of the trial broke free. The broken pieces were removed without incident or harm to the patient. The surgeon was able to use all of the other trials in the set without incident. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿ one (1) zero-p va trial spacer w/stop lordotic/7mm height (part 03.647.757 lot 7660784 mfg 09/2011) was returned with the complaint description that the shaft broke free from the trial. The two pieces were returned and the complaint is confirmed. The zero-p va trial spacer is part of the zero-p va system. The synthes zero-p va implant is a stand-alone anterior cervical interbody fusion device indicated for use in skeletally mature patients with degenerative disc disease with accompanying radicular symptoms at one level from c2-t1. The trial spacers are selected based on the height of the intervertebral space, the preparation technique, and the patient anatomy and are available in parallel, lordotic, and convex. The spacers are multi-use instruments that are meant to be impacted with a slotted mallet for insertion/removal. Device drawings were reviewed during the investigation and the trial spacer was found to have met the drawing specifications. The complained against trial spacer is over 4 years old and fractured at its thinnest point. With this fact and the knowledge that the trial spacer is a multi-use device meant to experience impaction forces, it is likely that repeated impactions, on- and off-angle, over time could result in fatigue of the material making it more susceptible to a fracture, especially at the areas of minimal material. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 25.nov.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.